Event description:
The surgeon reported to the system stopped working during surgery. The system would not phaco. The surgeon completed the surgery manually. There was no harm to the pt and no sutures were required. The pt is doing well.

Manufacturer narrative:
The company service rep examined the system and replaced the controller pcb. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available.